Event description:
It was reported that deflation failure occurred. The 70% stenosed target lesion was located in a severely calcified superficial femoral artery. A coyote, 4.0 mm x 100 mm x 150 cm, mr was selected for the procedure. The coyote was inflated at normal pressure; however, it was impossible to deflate after treatment. It was attempted to deflate for a long time, but eventually the balloon was removed delicately in a fully inflated state. It was noted that the balloon had a smaller diameter than the artery, so it was easy enough to remove while inflated. There were no patient complications as a result of this event.